Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have replaced the graphic user interface cpu pcb.

Manufacturer narrative:
(B)(4).